Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that now, it seems like they feel the need to go to the bathroom but cannot go or just urinate a little. The patient stated that today they were doing a little better. The patient said they were worried the day after surgery because right after surgery they woke up in the middle of the night and was like a flood and was soaking bad and to the floor. The patient said they called the doctor's office and they told them not to worry about it and that they did all the settings and everything was firing perfectly and they just have to get used to it. Agent asked patient if they felt the stimulation sensation and patient said that they still feel it just a little. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has an appointment with healthcare provider in 4 weeks.